Event description:
As reported, the cutting balloon was inflated multiple times in the sfa. During removal from the body, the balloon snagged on an unknown object and dislodged from the delivery device. A guide catheter was used to snare the balloon. No pt complications and this device completed the procedure.